Manufacturer narrative:
(B)(4). The customer reported to have performed extended self-testing on the device thus resolving the reported condition. Covidien was not authorized to repair the device.

Event description:
It was reported that, during setup, an 840 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time the event occurred.